Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442, serial/lot #: unknown:- h2-3) manufacturer representative (rep) went to the site to test the imaging system. The gantry, rotor motion controllers, and the tilt stage were replaced. The collimator was found to also need replacement so one was ordered. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in initializing. The pendant was stuck in initializing system please wait. There was no patient involvement.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. After troubleshooting the system, the positioner motion controller and the motion interface needed to be replaced. The parts were ordered. After replacing the positioner motion controller and the motion interface, troubleshooting was performed and it was found that the gantry motion controller needed to be replaced. The parts were ordered for the gantry and rotor motion controllers along with the tilt stage cover as it needed to be cut off to access the gantry motion controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the 2dlf collimator, lot number: 474074 rev. 2, was returned to the manufacturer for analysis. The collimator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. The control box, lot number: g051223039 rev e, was returned to the manufacturer for analysis. The control box was installed into a test system. The system would not complete the boot process. Motion would not initialize and the system failed to fully boot. Codes b01, c02 and d02 are applicable to this analysis. The enclosure motion control, lot number: p052623022 rev. 4, was returned to the manufacturer for analysis. The enclosure motion control was installed into a test system. The system initialized. Motion calibration passed. Motion, generator, communication and charging readied. 2d and 3d imaging passed. The system unable to perform motion calibration after a reboot. Codes b01, c02 and d02 are applicable to this analysis. The 2dlf collimator, lot number: cm23424 rev. 2, was returned to the manufacturer for analysis. The bench and filter test failed. Codes b01, c02 and d02 are applicable to this analysis. G02008 also added for this analysis. The motion control positioner, lot number: p033123135 rev e, was returned to the manufacturer for analysis. The motion control positioner was installed into a test system. The system did not initialize. There was an installed firmware issue, and firmware failure. Codes b01, c10, and d02 are applicable to this analysis. D9: product ids bi71000874, bi71000443 and bi71000874 were returned on 2025-05-02 product ids bi71000442r and bi71000180r were returned on 2025-04-29. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444, serial/lot#: (B)(6) rev f, h2-3) the motion control box was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the motion control box had electrical failure. Codes: b01, c02, d02 h2) please see section d9 for when the device was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, lot/serial #: unknown. H3) the manufacturer representative went to the site to test the imaging system. After troubleshooting the system, the positioner motion controller and the motion interface needed to be replaced. After replacing the positioner motion controller, the motion interface. It was found that the gantry motion controller needed to be replaced. The tilt stage cover needed to be replaced. They replaced the gantry, rotor motion controllers, and the tilt cover. While troubleshooting the system, they found that the system was stuck in error initializing collimator and needed a replacement. They replaced the 2dlf collimator. While troubleshooting the system, they found that the system was stuck in error initializing. Replaced the 2dlf collimator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, lot/serial #: product ID: bi71000444, lot/serial #: unknown ; product ID: bi71000137, lot/serial #: unknown ; product ID: bi71000443, lot/serial #: unknown ; product ID: bi71000180, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.